Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: it was reported packages were without the needle, and also needles with a surplus of wax which would have spread on the base. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a needle assembly with an epoxy drip over on the needle hub. The other photo shows a packaging blister with the plastic shield, but the needle assembly is missing. No other defects or imperfections were observed. These defects could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. For the excessive epoxy, a jam may have occurred at the cannulator inducing the epoxy drip over. For the missing needle, the needle was not assembled to the plastic shield. A device history record review was completed for provided material number 305211, lot 2117463. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator and shielder was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile, single use there was excess epoxy. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during the unpacking of this component, the operators needles with a surplus of "wax" which would have spread on the base.